Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead was oversensing p-waves leading to intermittent pacing therapy. The patient was admitted for complete heart block and bradycardia. The device was reprogrammed and the lead will continue to be monitored.